Manufacturer narrative:
A ge service representative performed an over the phone investigation. The connector between gib to power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of death or serious injury.